Manufacturer narrative:
Citation: papadopoulos et al.. Efficacy and safety of acurate neo2 in valve-in-valve tavi: a prospective single-center study. Journal of clinical medicine 14(4677) 2025. 10.3390/jcm14134677 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding efficacy and safety of acurate neo2 in valve-in-valve tavi: a prospective single-center study. The study population included 55 patients with a mean age of 76 years who were predominantly female. Multiple manufacturer¿s devices were implanted in the study population;/ 8 patients were implanted with a medtronic mosaic aortic valve. Among mosaic aortic valve patients adverse events included: mild, moderate and severe aortic regurgitation, increased mean gradients, aortic stenosis. No further information was provided pertaining to medtronic products.